Event description:
It was reported that the scale was giving an error code (possible inaccurate scale). No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.